Manufacturer narrative:
(B)(4). Concomitant medical products ¿ stem extension, catalog: 42557000114, lot: 62675674; articular surface 10 mm, catalog: 42511400410, lot: 63075279; unknown femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately 15 months post implantation due to dislocation of the tibial baseplate. The tibial component and articular surface was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately 15 months post implantation due to loosening of the tibial baseplate. The tibial component and articular surface were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.